Manufacturer narrative:
Technical support instructed the account to inspect the right and left siderail cables and boards. Repairs have not been completed.

Event description:
The account alleged the siderail functions are not working from either siderail.